Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported issue. The fse was able to confirm and reproduce the error by performing an all set home function. The fse lubricated the cup transfer assembly and performed cup transfer tests with no issues. Instrument validation was performed via quality control (qc). Qc results passed within the manufacturer's published ranges. The aia-900 returned to operation. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 11nov2018 to aware date (B)(6) 2019. No other similar complaints were identified during the search period. The aia-900 operator's manual states the following: [2163] c.transfer cup not released. Cause: the holder sensor s063 detected a cup after the cup was released. Action: please contact the tosoh local representatives. Check s063 and the cup release operation. Bf probe 2 suction failure. Cause: the overflow sensor 2 s133 detected liquid after a washer suction operation. A wu flag will be attached to the measurement result. Action: clean the wash probe 2. Check s133, the waste liquid solenoid valve sv171, the waste liquid tube, and the liquid pump lp173. Stable temperature wait cause: the system is waiting for temperature control to stabilize. Action: wait for a while. If the temperature stabilizes, start measurement. The probable cause is attributed to the cup transfer assembly requiring lubrication.

Event description:
A customer reported receiving error 2163 c. Transfer cup not released on the aia-900 analyzer. Technical support had the customer inspect the cup transfer assembly for cups and none were found. The customer was instructed to clean the cup transfer shaft with ethyl alcohol and perform quality control and report back with results. The customer called back and reported error codes 3020 stable temperature wait, 2236 bf probe 2 suction failure, and 2163. Service was requested. A field service engineer (fse) was dispatched to address the reported issue, which resulted in delayed reporting of intact parathyroid hormone (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.